Manufacturer narrative:
(B)(4). Method: the complaint neopuff fascia and valve system were returned to fisher & paykel healthcare in (B)(4) for evaluation and were visually inspected. Results: the visual inspection revealed that the gas outlet port was broken. A lot check revealed no other complaints of this nature for lot number 120918. Conclusion: based on the appearance of the observed damage to the gas outlet port it appears likely that the damage was caused by some form of physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The fascia and valve system was replaced and the neopuff was returned to the customer after it passed all performance and safety tests as per the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of a rd900 neopuff infant resuscitator was broken and the fascia needs to be replaced. No patient consequence was reported.